Manufacturer narrative:
(B)(4). The customer returned one guide wire and 18ga introducer needle and lidstock for analysis. Visual analysis revealed signs of use in the guide wire and inside the needle hub. It was noted that the guide wire was returned advanced into the needle. Visual analysis revealed kinking on the guide wire towards the distal end. The guide wire was removed from the needle. Minor resistance was encountered due to a build-up of dried biological material on the guide wire surface. The biological material was cleaned off the guide wire. After reinserting , no resistance was encountered. The kink on the guide wire measured 592mm from the proximal weld. The guide wire total length measured 604mm, which is within the specification limits of 600mm-608mm per the guide wire product drawing. The guide wire outer diameter measured 0.79mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The inner diameter of the needle cannula measured 0.041", which is within the specification limits of 0.041"-0.043" per the cannula product drawing. The guide wire was removed from the cannula. All dried biological material was removed, and the guide wire was re-inserted into the needle. After removal of the biological material, the guide wire passed with no resistance. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire due to needle resistance was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal end. Further visual and functional analysis revealed a build-up of biological material inside the needle cannula. Once removed, the guide wire passed with no resistance. Despite the damage, the guide wire and the cannula met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "physician inserted spring wire through needle into patient vessel. The wire would not advance any further and the physician tried to retract the wire and it would not move. Physician had to remove the needle and guidewire and noticed that the "j-tip" of the wire was coiled." There was no medical intervention required. The patient's current condition is reported as "fine".